Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported under infusing which was reproduced. The event history log (ehl) review was performed. The customer did not provide an event occurrence date or infusion parameters, however a review of the last days of customer use was conducted and revealed no abnormalities that could cause or contribute to the reported problem. The reported condition was verified. The cause was determined to be pressure plates out of adjustment. The pressure plates were adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced under infusion during testing at the biomed service department. There was no patient involvement. No additional information is available.